Event description:
Information was received from a consumer via a manufacturer¿s representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neurostimulation (ons). It was reported that there were device amplitude changes. The patient attended clinic on (B)(6) 2023 with the ins in-situ with two 1x8 leads in the head region for ons. The patient reported that since (B)(6) 2023, they had two to three episodes of stimulation amplitude increasing spontaneously seen on the patient controller. The first occasion the reported sensation increased and amplitude was higher. The patient was advised by the healthcare professional (hcp) to reset the patient controller by removing the battery. Since than, there the last noted incident was on (B)(6) 2023. There was no change in sensation; however, reviewing numbers on the patient controller, the device program had increased by 0.1 - 0.2 milliamperes (ma) amplitude. In the clinic they reviewed the device and found normal impedance and that the patient controller was able to control patient amplitude. As a reset was already tried, they agreed to repair the patient controller and recharger. The patient was to update the hcp if there were any further incidents. No surgical intervention occurred or was planned. The issue occurred during normal use. Additional information was received from the rep. It was reported that the patient was contacted via telephone and they reported that since the last clinic appointment, they had not physically changed program settings with the device; however, on (B)(6) 2023, they noticed that the amplitudes were different. Program settings on (B)(6) 2023 were a1 and a2 at 0.8 ma and a3 and a4 at 0.9 ma. Program settings on (B)(6) 2023 were a1 0.6 ma, a2 0.7 ma, a3 0.8 ma, and a4 0.8 ma. The manufacturer's technical services was contacted to advise that they previously repaired the patient controller and it was agreed that the next step would be to replace the patient controller. The patient was contacted to arrange the replacement of the patient controller, and it was planned to review for an update later in the week. Additional information was received from the rep. It was reported that the patient was contacted via telephone on (B)(6) 2023, and they reported that they received the patient controller the day prior and it had been set up independently. No further issues were noted, and the patient would update the hospital team if anything were to change. The patient was due for follow-up early in 2024, so the patient would return the patient controller to the hospital for the rep to collect and return to the manufacturer.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient through a manufacturer representative (rep) that reported the previously reported issue had resolved approximately one year ago after changing the handset; however, they reported further incidents since. It was stated that the patient had experienced three incidents of the amplitude randomly reducing in approximately (B)(6) 2024 and one week prior to report in (B)(6) 2024. It was noted that the past incidents in (B)(6) 2024 had temporarily improved by resetting the handset, but the issue was not resolved. It was unknown whether any external factors may have led or contributed to the issue. The patient was to review the issue with their clinic and was to try replacing the handset again, as that was noted to have provided the longest improvement of the issue. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that there had been no update from the healthcare professional (hcp) as of 10-oct-2024. No data reported from the ins were available. There was no known cause of the amplitude reductions.